Event description:
Information received regarding the explanted device notes that the patient was in sinus bradycardia at 48 bpm. The device exhibited no telemetry and no magnet response. The device had been programmed to dddr at 70 ppm and the last check in july 2000 showed a magnet rate of 97.5 ppm with >60 months longevity.